Event description:
As reported to medtronic; crews responded to a cardiac arrest call, the pt was found unconscious, with agonal respirations and a weak carotid pulse. ECG electrodes and defibrillation electrodes were attached to the pt; the crew determined the pt was in v-tach. An attempt was made to deliver a synchronized shock to the pt. When the charge key was pressed, the device indicated connect electrodes and use of the device was inhibited. The crew checked all the connections and still noted the connect electrodes; the crew removed the defibrillation electrodes and shaved the pt's chest. A new set of defibrillation electrodes were attacted to the pt; the crew noted dashed lines in the paddles lead. A connection was made to the pt, 3 shocks were delivered. After continued problems with paddles leads off indications a back up device was used; 5 shocks were delivered. The pt was not resuscitated. A clinical review by medtronic determined there is not sufficient data to determine the impact of the device malfunction.

Manufacturer narrative:
Medtronic evaluated the device and therapy cable, proper operation was observed during functional and performance testing. Root cause for the reported event was not determined.